Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, during the procedure, the balloon ruptured during inflation. The balloon was inflated with 4 cc of contrast solution at the time of the failure. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, during the procedure, the balloon ruptured during inflation. The balloon was inflated with 4 cc of contrast solution at the time of the failure. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual and tactile evaluation of the returned device revealed no damage to the shaft of the device. A functional evaluation of the device revealed a leak in the balloon when it was attached to an encore inflation unit and was inflated to its rated burst pressure (rbp). Microscopic evaluation of the balloon revealed a longitudinal tear 6mm proximal to the tip of the device and which extended 42mm proximally. Several scratches were also noted on the balloon material.